Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse and urinary incontinence. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. The following outcomes were attributed to the device: pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring, and urinary problems. It was reported that patient underwent mesh removal/excision on (B)(6) 2005 and on (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections, urinary frequency and recurrent urinary incontinence.